Event description:
It was reported that an insulin pump gauge displayed an amount different than expected on a previous day, although currently, it was not showing incorrectly. There was no adverse impact on the customer's blood glucose level. The representative was educated on the matter and advised to inform the customer that a positive value is accurate. Efforts were made to contact the customer via email and voicemail, but there was no response. The case was closed due to the lack of a customer follow-up, with plans to update if any response is received.